Manufacturer narrative:
Device evaluation & resolution and disposition device evaluation: visual inspection of the gds assembly revealed that the flow sensor (u1) lifted off the o2 pcb (oxygen board). The lab test data acquisition (da pcba) board and lab's oxygen solenoid valve were installed to the returned gds assembly. The gds assembly was installed in the lab's test ventilator. The test ventilator powered up from ac and delivered breaths. The test ventilator displayed alarm message: ¿watchdog test failed". UDI #: (B)(4).

Event description:
The international customer sent the v60 vent to the international service center for routine periodic maintenance. During servicing the technician identified the unit did not pass the pressure accuracy test and replaced gas delivery system assembly (gds). The gds assembly was returned to the v60 vent manufacturing facility for investigation. The technician at the manufacturing facility tested the gds assembly using a v60 test vent from the investigation lab, in an attempt to duplicate the problem reported by service technician, which was unable to duplicate. However, during testing 'watchdog test failure' occurred. There was no patient involvement.